Manufacturer narrative:
Product analysis: ¿ as found condition: the axium prime coil and echelon-10 micro catheter were returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. ¿ visual inspection/damage location details: no damage was found with the echelon-10 catheter hub. No bends or kinks were found with the catheter body. The axium prime pusher appears to be broken within the echelon-10 catheter lumen at ~7.0cm from the proximal end of the catheter hub. The axium prime pusher was found extending out from within the echelon-10 distal tip for ~39.5cm. The axium prime pusher was found bent at ~3.0cm from the pusher¿s distal end. In addition, the pusher was found bet at the distal end, proximal to the lumen stop. The shield coil was found in good condition. The release wire coin was found against the lumen stop. The implant coil was found not attached to the pusher. The implant coil was found to have broken off from the pusher from the coil shell weld. In addition, the implant coil polypropylene filament broke off from the detach element. The implant coil was not returned with the pusher. The axium pusher could not be removed from within the echelon-10 catheter lumen as it was found to be stuck. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿premature detachment¿ report was confirmed. However, the implant coil was found broken rather than prematurely detached. It is likely the damages found with the returned device occurred during the multiple repositioning attempts subsequently causing the implant coil to break during removal. Regarding the damages found with the pusher (bent/broken), damage can occur if the device is advanced against resistance. However, information regarding if there was any difficulty or resistance during delivery was not provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was automatically detached when adjusting the coil. A stent was used to remove the coil from the patient successfully: no medical or surgical intervention was required. It was unknown if there was any damage to the pushwire, and unknown if there was any friction. Repositioning was performed three times, no detachment attempts were made, no rotation was performed, and a continuous flush was used. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left posterior communicating (pcom) artery with a max diameter of 8 mm and a 5 mm neck diameter. It was noted the patient's blood flow was unknown and vessel tortuosity was moderate.